Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and following receipt of an untitled letter issued by the FDA. (B)(4). Part number is unknown. A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative found the unit intermittent and mostly not exhibiting the problem. Therefore replaced pressure transducer and alarm board. Checked all tubing for blockage or leaks; none were found. Replaced turns counter knob for the delta p control. Calibrated and tested ventilator. Performed a complete operational verification procedures. Meets factory specifications.

Event description:
The customer reported the map and amplitude fluctuate on this unit; noticed the map and amps fluctuating while on a patient. Customer tried a different circuit but that did not help. He is not aware of any patient compromise, they ended up swapping the unit out with another 3100a. The customer checked the voltages on the alarm board on tp5 and they were bouncing all over the place. The customer was able to verified the complaint; when the driver is not running the amplitude with bounce from .00 to .7 to .8 and back and forth. Unable to get the circuit to pass circuit calibration due to the bouncing around.